Manufacturer narrative:
This event was initially assessed to be summary reportable (rae); however, a subsequent review revealed that the event did not meet rae criteria; therefore, this MDR is being filed to document this event. The explanted composix kugel patch was returned to davol for eval. . As received the patch had been cut into two pieces. It appears that this was done to facilitate removal. Both pieces had a substantial amount of tissue ingrowth and tissue attachment on the mesh side of the patch. The eptfe side of the patch appear to be totally covered with neo-peritoneum. The two sections of the patch had ends of recoil ring coming out of the ring pocket in three locations. The ring appears to have been cut through to facilitate removal, and attempted to pull the ring free from the patch. Based on the info available at this time and the as received condition of the patch, there is no way for use to conclusively determine what part if any, the patch may have played in contributing to, or causing the patient's post-operative complication of pain. Additionally, a review of the manufacturing records was conducted and no anomalies were noted.

Event description:
The following has been reported to davol: it was alleged that on (B)(6) 2005, the patient was implanted with a bard composix kugel patch during hernia surgery. The patient has experienced increasing severe pain. On (B)(6) 2013 the patch was explanted and returned to davol for eval.